Event description:
Product details: alcon dailies aquacomfort plus lot number: c1050817, expiry: 2027/12. Event: within a few minutes of putting in the lens I experienced discomfort and blurred vision. It was difficult to remove the lens which I attribute to the fact that it disintegrated in the eye. It has now been plus 8 hours and my eye is bloodshot and I can feel pieces of lens remain within the area. There were warning signs before this event, I experienced lens disintegration when I removed lenses (from this same batch) from the eye in the preceding weeks. Reference report: #mw5156566.